Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/23/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings:a review of the pump black box data revealed cs 064 call service alarms appropriately emitted in relation to occlusions during the prime step. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. No defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).